Event description:
It was reported by the patient that there was no power to the previously working remote monitor. The patient tried changing batteries and the monitor still had no power. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a transistor was out of specification, analysis confirmed the event.